Event description:
The dobhoff tube became plugged and nurse was unable to instill any pancralipas. When the plugged tube was removed, the tube was broken and torn at the 50cm mark. The end appeared stretched and torn. A portion of the tube remained in the patient, and was eventually removed by gastroscopy. The patient was not harmed. The healthcare practitioner believes there was a deterioration of the tube.